Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer stated that the insulin pump may have been recently exposed to sweat. Blood glucose level at the time of the incident was 46 mg/dl. The customer reported that she treated for the low, and her blood glucose level at the time of the call was 86 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with button error alarm and no button response due to corroded keypad traces. The insulin pump was received with minor scratched lcd window, cracked case at the display window corner, reservoir tube lip, battery tube threads and belt clip slot.